Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) as the tsr determined that hp connected the patient line extension after the prime. The tsr advised the hp on the reason for the alarm. The tsr advised the hp to dispose of current supplies and start over with new supplies or complete manual bags. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: she was going to discuss the issue with the patient and perform some retraining with the patient. The patient has been doing fine since the event. No patient injury or medical intervention was reported.